Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient is suspected to have thrombus ingested in the lvad pump. No further information was reported.

Event description:
The patient was not recently admitted, but the suspected thrombosis was an ongoing issue. There were no changes to patient condition status that may have contributed to the event, and there were no changes to pump parameters. The patient had a 3d CT and echo. The patient was stable for now, and the plan was to work up the patient for transplant.

Manufacturer narrative:
Section b5: additional information. Pump thrombus was previously reported under MFR # 2916596-2019-04597. Manufacturer's analysis conclusion: the report of suspected thrombus in the pump could not be confirmed as heartmate ii lvas is not available for investigation. A specific cause for the report of suspected pump thrombosis could not be conclusively determined through this evaluation, and a direct correlation with the device could not be conclusively established. The submitted system controller log file captured pump power ranging between 5.0 and 5.7 w, estimated flow ranging between 3.8 and 4.9 lpm, and average pi ranging between 4.4 and 6.4. The pump appeared to have functioned as intended above the low speed limit throughout the approximately 5 days of submitted data. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.